Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient discharged on plavix and aspirin (asa) for 6 months. At 6 months, taken off plavix, remained on asa. The 45 day transesophageal echocardiogram (tee) showed no leak, no device related thrombus (drt). On (B)(6) 2026, the patient presented to an outside hospital with stroke symptoms and confirmed to have acute left p2 occlusion. They decided to return patient to eliquis for 3 months, and re-image. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient discharged on plavix and aspirin (asa) for 6 months. At 6 months, taken off plavix, remained on asa. The 45-day transesophageal echocardiogram (tee) showed no leak, no device related thrombus (drt). On (B)(6) 2026, the patient presented to an outside hospital with stroke symptoms and confirmed to have acute left p2 occlusion. They decided to return patient to eliquis for 3 months, and re-image. The patient was reported stable.

Manufacturer narrative:
An event of an occlusion and stroke was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported occlusion and stroke could not be determined. A prolonged hospitalization and unexpected medical intervention were a result of case specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.